Event description:
Fmc product complaint received by quality systems. The facility reported an internal "blood leak" during the first use of a new, non-processed dialyzer. The blood leak alarm of the dialysis machine sounded and blood was visible in the effluent dialysate. The reported blood loss was 250 cc due to discard of the blood curcuit. The patient treatment was re-initiated with another dialyzer and set-up. The complaint sample could not be saved due to the hepatitis status of the patient. MDR filed due to the reported blood loss; there was no medical intervention necessary.